Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was foreign matter in tube; biological and non-biological and air bubbles in gel. The following information was provided by the initial reporter: the customer stated "the following issues were found in tubes: defective marking ×18; fm in tube ×1; fm in gel ×4; dirty cap ×1; dirty tube ×3; air bubbles ×4.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-01. H6: investigation summary: bd received samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm in tubes with the incident lot was observed. The indicated failure mode for gel airbubbles with the incident lot was observed. The indicated failure mode for dirty tube (ink smear) with the incident lot was observed. The indicated failure mode for defective markings with the incident lot was observed. The indicated failure mode for dirty cap with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text: see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was foreign matter in tube; biological and non-biological and air bubbles in gel. The following information was provided by the initial reporter: the customer stated "the following issues were found in tubes; defective marking ×18, fm in tube ×1, fm in gel ×4, dirty cap ×1, dirty tube ×3, air bubbles ×4.